Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system delivered shocks with high shock impedance out-of-range (oor) and resulted in a displayed code 1005. Reportedly, the system has showed high shock oor impedance measurements for over a year. Technical services to replace the right ventricular (rv) lead and the ICD as well if inadequate measurements are still showing after the replacement. This rv lead remains in service and no adverse patient effects were reported.